Event description:
Rubber plunger defect on optivantage CT contrast syringes x3, allowing for air to get into syringe with the potential of injection of air into pt. Defect was discovered before commencing of CT with contrast procedure on any pt. Dates of use: (B)(6) 2010. Diagnosis or reason for use: injection of CT scan contrast.